Manufacturer narrative:
Insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, missing retainer ring, missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed insulin flow blocked alarm. Customer's blood glucose was 5.2 mmol/l. Customer reported the issue was resolved by a complete set change. Customer agreed to return the device for analysis.